Event description:
It was reported in a journal article that four right ventricular (rv) leads exhibited a gradual rise in pacing lead impedance measurements. The impedance values exceeded 1,200 ohms and, in some cases, reached values greater than 3000 ohms. Elevated pacing thresholds were also reported. Additional information has been requested however, no information was obtained. At this time, the lead remains in service. No adverse patient effects were reported.